Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm hub separated. The following information was provided by the initial reporter: the consumer reported syringes that when needle shields were removed the needle hub assembly goes off with it. Date of event : (B)(6) 2021.

Manufacturer narrative:
Investigation: customer returned a single 0.3ml syringe with no other forms of identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch #0363881. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm hub separated. The following information was provided by the initial reporter : the consumer reported syringes that when needle shields were removed the needle hub assembly goes off with it. Date of event : (B)(6) 2021.